Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed, along with leak testing, clear passage test and clamp function testing. The reported condition was verified and the cause was determined to be a bent spike connector. The cause of the bent spike is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was unable to be connected with the cassette. There was no report of patient injury or medical intervention associated with this event. No additional information is available.